Event description:
It was reported that the patient presented remotely. Review of interrogation noted oversensing due to crosstalk of atrial lead with ventricular lead. No interventions were performed. The patient's condition was unknown.

Event description:
Related manufacture reference number: 2017865-2023-94401. It was reported that the patient presented remotely. Review of interrogation noted oversensing due to crosstalk of atrial lead with ventricular lead. It was also noted that the patient's atrial lead exhibited failure to capture. Programming changes were performed. The patient was in stable condition.